Event description:
We received a notification that an episode delivering 6 rounds of anti-tachycardia pacing (atp) and 6 shocks occurred on this implantable cardioverter defibrillator (ICD). The electrogram (egm) related to this event was no longer stored on this ICD after two non-sustained ventricular tachycardia (nsvt) episodes were stored. The nsvt episodes showed atrial fibrillation (af), along with the nsvt. The rhythm and device function are unable to be determined for the shock episodes, as the egm is unavailable. The patient was hospitalized for further investigation. No adverse patient effects were reported. Additional information was received. The patient was reported to have been ill for several days before receiving the shocks. At this time, further monitoring is expected, as well as medication adjustments for heart rate control. This ICD remains in-service. No adverse patient effects were reported.